Manufacturer narrative:
The device was investigated on site and a slight corrosion was found at the contacts of the fuse. During the repair the latest software was installed. Due the software upgrade the device-log has been overwritten. It can only be assumed that the message for the missing battery charge was triggered by an interruption of contacts between the battery and charging circuit lp because the contacts of the fuse were slightly oxidized. The device had already shown the deviation during connection to mains supply. The failure itself was alerted. The oxylog 3000 is a transport ventilator and may only be used according to instructions for use under observation by trained personnel. An alternative ventilation option must be kept available. The cause of the observed corrosion could not be identified. The reported malfunction with this root cause is an isolated case.

Event description:
It was reported that the message "battery charge not possible" was displayed when connecting to the mains voltage. There was no injury reported.